Event description:
It is reported that the pt's knee became infected. All implants were removed and replaced with an antibiotic spacer.

Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Evaluation: review of the device history records for the articular surface did not find any deviations or anomalies. Review of the device history records for the femoral component, the tibial component and the patella was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.